Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling stomach on a gastric bypass procedure, the device did not fire, they charged and open a new product again to resolve the issue in order to complete the case. There was no patient injury.